Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed when the power is turned on occurred due to faulty circuit board failure. The cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event: no additional information was available. The device was returned to olympus for evaluation and the reported issue was confirmed and was due to a printed-circuit board failure. The image was stained, and the screen was scratched. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the high-definition liquid crystal display monitor presented no video image when the power was turned on. No patient injury or procedure impact reported.